Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter entrapment with a guide wire occurred. Vascular access was obtained via an ipsilateral transfemoral approach. The physician was treating a 90% stenosed lesion located in the moderately tortuous and non-calcified, approximately 6mm in diameter, right external iliac artery (eia). Another manufacturers' guide wire was advanced and crossed the lesion. The lesion was then pre-dilated. This 7x34x75/ iliac 6f reduced profile wallstent was then advanced over the same guide wire and implanted in the lesion. The stent fully expanded after deployment. During withdrawal of the stent delivery system (sds), there was severe resistance between the sds catheter and the guide wire. The two devices became stuck. The sds and the guide wire were removed from the patient together and intact. The stent was post-dilated with a synergy balloon catheter. The final result of the stent was well positioned and well apposed. The procedure was considered complete at this point. There were no reported patient complications. The patient status is listed as good.